Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the distal part of a coronary artery with mild tortuousity and mild calcification. Due to the patient anatomy, the 3.5 x 38 mm rx multi-link 8 stent delivery system (sds) failed to cross the lesion. The device was successfully replaced with another 3.5 x 38 mm rx multi-link 8 stent. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. Returned device analysis revealed the hypotube and jacket material had a separation at the distal end of the strain relief tubing. The stent implant was not returned. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device which was returned with a hypotube separation and a missing stent. Follow-up with the site was performed; however, no additional information was obtained from the site regarding the hypotube separation and missing stent. The reported failure to advance could not be tested as it was based on operational circumstances. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.